Event description:
Additional information was received stated that the healthcare provider(hcp) was waiting to see if the family would return the equipment. The patient was found at home connected to batteries. The left ventricular assist device(lvad) was not running when found by the family(per family report). The patients ICD was interrogated post-mortem at the funeral home, which was when the vt was discovered. An autopsy was not conducted. Death occurred at home. The patient was pronounced dead in the field.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The report that the lvad was not running when the patient was found could not be confirmed through this evaluation. The account communicated that the patient expired on (B)(6) 2019 secondary to ventricular tachycardia. It was not reported to be vad related. It was later reported that this was an out of hospital, unwitnessed expiration. The patient was found by the family at home connected to batteries. The lvad was not running when the patient was found. The patient¿s ICD was interrogated post-mortem at the funeral home which is when the ventricular tachycardia was discovered. An autopsy was not conducted. The account reported that they were waiting to see if the patient¿s family would return any equipment; however, no additional equipment has been returned at this time. It was reported that heartmate ii lvas was not explanted for return. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and hmii lvas patient handbook address all system controller alarms (including pump off alarms) and how to respond to such events. These documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section model #: correction to the product model number & additional information regarding the product serial number.

Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient had died on (B)(6) 2019 secondary to vt. It was not lvad related and the pump was not explanted for return. Additional information was received on (B)(4) 2019 stated that the hcp was waiting to see if the family would return the equipment. The patient was found at home connected to batteries. The lvad was not running when found by his family(per family report). The patients ICD was interrogated post-mortem at the funeral home, which was when the vt was discovered. An autopsy was not conducted. Death occurred at home. The patient was pronounced dead in the field.